Manufacturer narrative:
Date sent to the FDA: 4/1/2021.

Manufacturer narrative:
Date sent to FDA: 09/11/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 during which the surgeon noted he lysed the dense adhesions he observed. It was reported that the patient underwent removal surgery on (B)(6) 2011 and recurrent incisional hernia repair surgery and mesh was implanted during which the surgeon noted the mesh had separated and appeared torn. He removed some of the mesh and lysed the adhesions. It was reported that the patient experienced severe pain, discomfort, nausea, diarrhea, chills and inflammation. Other procedure is captured in separate file. No additional information is provided.